Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by stress due to use, or external factors or customer's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the adhesive around the air/water nozzle of the device was peeled off. There was no report of patient injury associated with this event.